Event description:
It was reported that a patient underwent an unknown procedure on an (B)(6) 2026 and suture was used on the bile duct anastomosis. During the procedure, the suture broke. Suturing was redone with same sutures. There was a delay to the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the event happen during a procedure? Both during the procedure and post op were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Reoperation. Was there a patient impact or was the procedure extended greater than 15 minutes due to the failure? Yes. Was it more than 5 minutes delay? Yes. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No, although I have the box of remaining sutures please give a detailed explanation of the event: suture broke twice during procedure ¿ redone with same sutures during bile duct anastomosis ¿ bile duct leak occurred post operatively and resulted in a bile duct leak. Patient has been resubmitted onto theatre for reoperation today (B)(6) 2026. Please confirm: did 1 suture break 2 times during the initial procedure? Or did 2 sutures break during the initial procedure? 2 sutures broke. Please clarify: what is the date of the initial surgical procedure? (B)(6). Name of index surgical procedure? Total cholecystectomy. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Unknown. The diagnosis and indication for the index surgical procedure? Unknown. Were any concomitant procedures performed? No. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Bile duct. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. For the original intended closure, how were all layers closed? Unknown. How was the suture placed (interrupted or continuous)? Continuous. How was the suture originally tied (multiple knots, square knot, etc.)? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset. Date? Leakage of the suture line. Bile duct anastomosis failed. Please describe any medical/surgical intervention required for this suture event including dates and results. Reoperation on (B)(6). Please describe the appearance of the suture during the second procedure. Different suture used for reoperation. Did the suture break? If so, where was the break noted (termination, middle, end)? It broke on the initial procedure. Different suture used for reoperation. Did the suture pull out of the tissue? No. Did the knots untie? No. Were there any precipitating patient stress factors that led to the sutures untying, breakage or pulling out of the tissue? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown ¿ just that they won¿t be using it again. What is the patient's current status? Unknown. Will the box of remaining sutures be returned? If so, please provide the return date and tracking information. Yes, the rep has the box.